Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this tricuspid annuloplasty ring, the ring was explanted and replaced with an unknown valve. The physician reported the repair was insufficient and a complete valve replacement was necessary. No additional adverse patient effects were reported.